Event description:
The customer reported that the system froze (locked-up) during a case. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. All cables, circuit boards and fuses were reseated. The system was then found to be operating as intended.